Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation to her back under the therapy electrodes. The patient's doctor recommended the patient remove the device until the skin irritation improved. Upon follow up the patient reported the skin irritation was improving.